Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the probe was not working. There was no patient impact.

Manufacturer narrative:
The device could not be located. If information is provided in the future, a supplemental report will be issued.